Event description:
As reported by legal notification, the male patient had an initial right tka on (B)(6) 2012. The patient underwent a revision of the right knee on (B)(6) 2017 secondary to polyethylene liner wear resulting in extensive osteolysis, synovitis, and aseptic loosening of the tibial component. The patient underwent a second revision of the right knee on (B)(6) 2021 secondary to polyethylene liner wear with resulting osteolysis and aseptic loosening of the femoral and tibial components. It was additionally noted that despite undergoing the revision surgeries, the patient experiences implant pain, joint laxity, swelling/ edema, daily knee pain and discomfort which limit the patient's activities of daily living and recreation and impacts the patient's quality of life. No other patient information/medical history reported. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
D10 concomitants: (B)(6), 230-03-04 - optetrak asy,cr cemented femoral, sz 4; (B)(6), 204-04-44 - trapezoid tibial tray sz 4f/4t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00529. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.